Manufacturer narrative:
Final analysis of the catheter found a non-significant anomaly of the strain-relief shroud that might or might not have been explant related. It was found that the transition tubing was damaged, but the tubing beneath the strain relief shroud was completely intact. It was indicated that that portion of the transition tube assists in adhering the catheter body to the sutureless connector portion of the catheter and as long as it was fully intact under the strain relief shroud, the function of the catheter would not be affected. There was also a bend in the catheter where it emerged from the distal side collet, but the area was not bent enough to where it had kinked.

Event description:
It was reported that a break occurred in the proximal segment of the catheter. It appeared to be frayed roughly 3cm from the pump connector. It was noted that the patient was exhibiting increased spasticity. A revision was performed where the surgeon removed and replaced the pump segment of the catheter. At that time, cerebrospinal fluid flow was regained. At the time of report, there was no patient injury. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.